Event description:
Safety cap popped off and bent needle caused a clean stick of the technician utilizing the product.

Manufacturer narrative:
Reported as the technician was stuck with needle.

Manufacturer narrative:
Reported as the technician was stuck with needle. Summary: new product was delivered to customer without notification or educational material for transition. Since reported issue, no further incidents of accidental needle sticks have been reported. Ra: RMA-20036b provides sufficient analysis of accidental needle sticks.

Event description:
Safety cap popped off and bent needle caused a clean stick of the technician utilizing the product.